Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Checked reservoir snap-caps width dimensions. Found reservoir's snap-cap too loose to connect/lock/release properly. (B)(4).

Event description:
The customer reported via phone call of a damaged reservoir. The customer's blood glucose reading was 152 mg/dl. The customer stated that the reservoir did not lock on the transfer guard. The customer confirmed the snap cap is not disconnected form the reservoir tip. The reservoir will be returned for analysis.